Event description:
It was reported that the pt had a c-section approximately 17 months ago. The pt is experiencing suture extrusion and requried 4 follow up visits. The physician has pulled out strands of suture material during visits. The pt was scheduled for surgical removal of remaining sutures in one day.